Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a sensing anomaly and loss of capture. The lead was repositioned successfully and exhibited normal measurements. The patient was in good condition.